Event description:
Information was received from a patient regarding an external device ref 3040 sk 804082 evoke. The reason for call was caller reported they were implanted with a scs several months ago and met with representative (B)(4) at the va in (B)(6) who readjusted the stimulation. Caller stated they told (B)(4) that their remote lights up but does not beep anymore and was told (B)(4) would order them a new controller. Agent determined caller's device was not (B)(6), but rather (B)(6) and redirected to (B)(6) to further address. Caller dob: (B)(6) 1951 cell phone: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).